Event description:
According to the information received, a consultant was using our electrode for uterine resection and the top of the electrode had burnt the top of the uterine cavity. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Without a return, a physical technical inspection is not possible. Based on the given facts, we assume that the electrode got heated up during use and touched the tissue resulting in a burn. The review of production records didn't show any deviations, all tests were passed successfully. The IFU 97000160 v10.5/06/2024 already contains a caution not to operate the device without pausing on page 6. No similar complaints have been filed towards this specific problem. The event is filed under internal karl storz complaint ID: (B)(4).